Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose was 300 mg/dl. The customer declined to reload the existing cartridge and declined a follow up from tandem technical support.